Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number: 3002806821-2024-00046. We will be retaining the old case (B)(4) MFR number: 3002806821-2024-00046 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
Jada was placed patient continued to bleed [device ineffective], reports off label use of jada/ the jada was put back in with extra fluid (50 ml) to put pressure on the cervix [off label use of device], no additional ae or further information provided. [No adverse event]. Case narrative: this spontaneous report originating from united states was received from a physician via clinical educator referring to a non-pregnant female patient of unknown age. The patient's concurrent conditions included cervical laceration. The patient's past medical history, concomitant medications, past drugs and past drug reactions/allergies were not reported. This report concerns 1 patient (s) and 1 device (s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) model #2.0 via intrauterine route (lot and expiration date were not reported) for postpartum hemorrhage. On an unknown date, vacuum-induced hemorrhage control system (jada system) was placed, patient continued to bleed (device ineffective). Patient had a cervical laceration, and the vacuum-induced hemorrhage control system (jada system) was put back in with extra fluid 50 milliliter to put pressure on the cervix/ reported off label use of vacuum-induced hemorrhage control system (jada system) (off label use of device). The patient sought medical attention. The vacuum-induced hemorrhage control system (jada system) did not have a device issue. More than one vacuum-induced hemorrhage control system (jada system) device used. No product quality complaint and adverse event reported (no adverse event). Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. Upon internal review, the event device ineffective was considered to be medically significant. Follow up information was received from physician on (B)(6) 2024. The physician stated that it was not the vacuum-induced hemorrhage control system (jada system), it was the patient and not related to the device. The physician used the vacuum-induced hemorrhage control system (jada system) more than once; this last time the device was helping but the patient was still bleeding and went for a uterine artery embolization (uae). It was lower uterine segment bleeding, the vacuum-induced hemorrhage control system (jada system) was doing the best it could, but the bleeding was lower than the vacuum-induced hemorrhage control system (jada system). Upon internal review, the event device ineffective was determined to be serious due required intervention (devices). This case was linked to same patient, linked cases included (after second jada system inserted and it did not stopped bleeding (device ineffective) (reported in oars # (B)(4). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number: 3002806821-2024-00046. We will be retaining the old case (B)(4) MFR number: 3002806821-2024-00046 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).